Manufacturer narrative:
Ac adapters (power cords) inspected revealed prongs on connector were bent preventing proper connection. CAPA has been assigned to track resolution of this issue. The following corrective action is planned: clarify manufacturing work instructions, employee training, establish/edit appropriate test method, inspection criteria, and workmanship standards.

Event description:
Event desc: the new sigma spectrum infusion pump power supply has a short in it that will cause it to not charge the battery. We purchased close to 500 pumps and are having this problem so far with 4 pumps. The reporter called the MFR several weeks in advance of this failure to inform them of a previous report with this problem. The MFR's response was that they are aware of this problem and they are looking into this concern. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.